Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of sensor error. The customer stated that she received low alerts and threshold suspend when blood glucose are at 180 mg/dl. The threshold suspend is set to 70 mg/dl. The customer stated that last night the sensor was giving false low readings. The customer turned off the sensor feature off in the morning and when she reconnected and entered the blood glucose, she received sensor error. The customer's last blood glucose was 140 mg/dl. The customer did not troubleshoot for sensor glucose versus blood glucose since it was a past event.

Manufacturer narrative:
Sensor performed continuity resistance test and sensor failed per specifications.